Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, it was found that the connection between the power cord and the penumbra system aspiration pump max 220 (pump max) was faulty. The malfunction was found prior to use, and therefore the pump max was not used during the procedure. The procedure was completed using a different pump max.

Manufacturer narrative:
Results: there was no visible damage to the power inlet port or power cord. Conclusions: evaluation of the returned pump max revealed the pump was able to power on and achieve full vacuum. The faulty connection between the power cord and pump max could not be confirmed. There was no visible damage to the power inlet. The cord was plugged in and removed from the pump without issue. Penumbra pumps are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.